Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastric bypass procedure, the device was not able to fire. The customer opened another reload and it worked fine. There was no patient harm or injury. The device is expected to be returned for evaluation.